Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication and was on override. A technical support specialist (tss) addressed that the customer was unable to add medication to a patient profile for override. It was found that the user had general access for override, however, the medication was configured under a high alert category, which prevented the override. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue medication and was on override. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.